Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0077818, medical device expiration date: 2025-03-31, device manufacture date: 2020-03-17. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to attach to the pen. This occurred in lot 0077818 and an unspecified lot, and this complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "consumer stated the needle tips on the 2nd gen are dull and not as sharp as the orginal nano. Stated they are hard to penetrate the skin. Stated he also has difficulty attaching the pen needles to his pen. Stated he also has painful injections, it is like the needles tear and burn his skin during the injections. Stated these needles are just terrible and he does not like them. Had this issue with three boxes, used and discarded 2 of those boxes."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No DHR review can be carried out on unknown lot number.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to attach to the pen. This occurred in lot 0077818 and an unspecified lot, and this complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "consumer stated the needle tips on the 2nd gen are dull and not as sharp as the original nano. Stated they are hard to penetrate the skin. Stated he also has difficulty attaching the pen needles to his pen. Stated he also has painful injections, it is like the needles tear and burn his skin during the injections. Stated these needles are just terrible and he does not like them. Had this issue with three boxes, used and discarded 2 of those boxes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2021. Investigation summary customer returned (61) used 32gx4mm bd pen needles without tear drop labels or cannula shields attached. 30 out of the 61 returned pen needles were examined, and tested for visual inspection of point geometry, outer diameter and lube coverage. All observations fell within specification. No defects were observed, therefore, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No DHR review can be carried out for the unknown lot number.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to attach to the pen. This occurred in lot 0077818 and an unspecified lot, and this complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "consumer stated the needle tips on the 2nd gen are dull and not as sharp as the original nano. Stated they are hard to penetrate the skin. Stated he also has difficulty attaching the pen needles to his pen. Stated he also has painful injections, it is like the needles tear and burn his skin during the injections. Stated these needles are just terrible and he does not like them. Had this issue with three boxes, used and discarded 2 of those boxes."